Manufacturer narrative:
The event occurred in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve fell off from the transfer set clamp. The patient went to the hospital and changed transfer set for a new one. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Additional information provided for evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.